Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between february 02, 2024, and february 04, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the tubing. This was observed after filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.